Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 500 mg/dl which was treated with bolus via pump. The patient used trusteel infusion set more than 48 hours. No further information available.